Manufacturer narrative:
(B)(4).

Event description:
It was reported that through latitude monitor, high capture threshold and decrease in impedance was observed. Lead issue was suspected. Lead was explanted. Patient's condition was good before, during and after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.